Event description:
It was reported that during a ptca procedure, stent damage occurred. The 95% stenosed lesion was located in the tortuous and calcified left anterior descending (lad) artery. The physician repeatedly attempted to cross the lesion with the liberte bms and was unsuccessful. It was noted that one stent strut had become elevated. The physician decided to remove the stent and complete the procedure with another liberte bms. There were no reported pt complications. Pt status listed as "well".